Event description:
It was reported that during transurethral resection in saline, the patient started bleeding. The physician switched to the greenlight device. During coagulation of the bleed with greenlight, the physician held the fiber against the prostate at 35w for 30 seconds in coagulation mode which resulted capsule perforation. The perforation was coagulated with the fiber applied to the adenoma and the procedure was completed using a non-bsc device. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.